Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, around 8:00am on the 02/24/2024, the cgm reading was 3.1 mmol/l and soon after was reading low. The patient did not hear any of the low alerts as supposedly the patient had overdosed with insulin the night before. No cgm values was reported from that moment. Because of the ¿deep sleep¿ the patient was in, the patient does not remember hearing any of the alerts, even though all alarms are set at the highest volumes. During the event of the low cgm reading the patient was not at home and when the patient´s mother received that low alert of 3.1 mmol/l, she called to the house her son was sleeping over at. When the cgm dropped to low, the patient started to have convulsions that lasted for about 15 minutes. The patient received third party assistance by someone at the house who gave him lots of honey, and around 15-20min the patient was responsive again. The patient stated he does not feel symptoms for hypoglycemia nor hyperglycemia. No emergency services were contacted. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.